Manufacturer narrative:
Per tandem's user guide: your t:slim x2 pump is watertight to a depth of 3 feet for up to 30 minutes (ipx7 rating), but it is not waterproof. Your pump should not be worn while swimming, scuba diving, surfing, or during any other activities that could submerge the pump for an extended period of time. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that a malfunction alarm occurred when the customer was swimming in an ocean. Blood glucose was 103 (mg/dl). Reportedly, the customer had an alternate method of insulin delivery available.